Event description:
Dr placed a catheter in pt for labor and delivery in 2000. The catheter was placed less than 24 hrs. Pt was discharged. Pt returned to emergency room on following weekend with chills & fever. Pt was sent home since the diagnosis was not clear at that time. Pt returned to emergency room on tuesday, 6/13/2000 with chills & fever, and some neurological signs. Had debridement surgery and is doing fine.